Manufacturer narrative:
(B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of delivery system difficult to retract.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder for the treatment of acute cholecystitis during an endoscopic ultrasound (eus) gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the stent was unable to be fully deployed. The deployment mechanism was stiff, preventing proper deployment. The procedure was completed using another of the same stent. There was no adverse event reported due to this event.

Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of delivery system difficult to retract. Block h11: investigation results: based on the available information, boston scientific was able to confirm the reported event of stent partially deployed. The reported event of delivery system retraction problem could not be confirmed. The investigation concluded that the additional observed damage of inner sheath kinked was likely caused by factors encountered during the procedure, such as excessive force and/or manipulation of the sheath. Stent partially deployed is also noted within the IFU as a possible adverse event associated with the use of the device. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery-enhanced delivery system were returned for analysis. The stent was received partially deployed. Visual examination of the returned device indicated an attempted stent deployment, as the handle was received in position 2 and the distal flange was fully expanded. A kink in the distal end of the braided polyimide was observed. X-ray imaging showed the proximal portion of the stent positioned near the ro marker, indicating that the stent had shifted proximally to the sheath. Functional inspection was performed, during which the stent was deployed without resistance when retracting the slider; however, the proximal flange and saddle expanded immoderately. No stent braid twists or folds were observed. The stent was subsequently able to fully expand to its intended design shape without issue. Additionally, the catheter moved freely through the luer, and the slider could be returned to its original position without resistance. No other problems were noted to the stent and delivery system. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported events of stent partially deployed and delivery system retraction problem were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder for the treatment of acute cholecystitis during an endoscopic ultrasound (eus) gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the stent was unable to be fully deployed. The deployment mechanism was stiff, preventing proper deployment. The procedure was completed using another of the same stent. There was no adverse event reported due to this event.